Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that all the pleurx catheters have expired. Good afternoon. I'm reaching out to see if you can guide me to a local ((B)(6)) rep for the pleurx catheter drainage system. We recently had a case where all of our catheters had expired and we were unable to accommodate a pt and family. Any help would be appreciated, thank you. Also any local hospital contacts who also have your catheter in stock would be beneficial.